Manufacturer narrative:
As no product was returned or lot number provided it was not possible to perform a product inspection or review of the product history sheet to confirm if the product was manufactured within spec.